Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round high profile 380cc saline breast prosthesis, cat. #3503380, serial #(B)(4). Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with mentor smooth round high profile 380cc saline breast prostheses when the right device deflated after implantation. Deflation was confirmed by a physical exam. In addition, the patient developed capsular contracture (baker grade IV) in both breasts. As a result, the patient underwent explantation and replacement with mentor smooth round high profile 560cc saline breast prostheses on (B)(6) 2018. This medwatch form is for the left breast prosthesis.